Event description:
Affiliate reported that a gastric ulcer made a hole in the stomach of the pt, which resulted in gas migrating into the abdominal cavity through the hole. The gas was reported to have entered into the ventricle of the brain. The doctor suspected that the back-flow prevention function of the outlet valve did not work properly. The device was reported to have been implanted 4 years ago, which was removed due to meningitis.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of the investigation, a follow up report will be filed.